Event description:
It was reported the doctor had performed a laparoscopic cholecystectomy with the harmonic instrument and the patient developed cystic duct bile leakage after the case was completed. The patient received endoscopic retrograde cholangiopancreatography with stents to resolve the bile leakage issue. The harmonic device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep: surgeon explained the patient had an ercp and was stented. They were not brought back to the or. I asked him about his technique and he stated that he sets the minimum level to 2 on the generator and utilizes the minimum button. Normally, it takes a while to achieve the att elevated tone and he lets the tissue melt or transect off of the blade. He noticed a leak on the gall bladder side, but not the patient side. That patient has not presented with any problems postoperatively.